Event description:
During the implant procedure for the proximal fenestrated component, the right external iliac artery was ruptured after dilating with dilators and ballooning a pre-existing bare metal stent, then trying to pass sheaths. The tear was covered with a covered stent. A conduit was done on the left and the case proceeded. The patient's pressure dropped and it was found that the tear had gone more proximal after the stent was placed. At this point, the patient was converted to open repair and the graft was explanted. During the open repair procedure the patient expired.

Manufacturer narrative:
Evaluation codes = unk - investigation in progress.